Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient had a bladder infection. The patient stated that she was very confused and she was not feeling well with severe leg cramps. The patient noted that she may be going to urgent care. Troubleshooting attempts were made and the patient was asked to turn her evaluation off to see if it was the cause of her cramping but the patient said it wasn't at all. There were no further symptoms or complications reported or anticipated.